Event description:
During baxter's device evaluation, it was discovered that the device did not detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.